Event description:
The pt was injected in the cheeks with radiesse dermal filler and developed persistent swelling in the cheeks.

Manufacturer narrative:
The pt was given antibiotic, levoquin and a medrol dose pack and the swelling resolved and treatment ceased. At the end of 2008, the swelling resumed and is persisting. The physician believes it is a recurring infection.